Event description:
Humi device was placed into uterus via the cervix for supracervical hysterectomy. The balloon at the end of the device would not deflate when it was time to remove the humi from the patient. The humi had to be removed with the balloon inflated.